Event description:
The reporter stated that approx. Six months post op, the pt is still having pain in the tarsal tunnel. A neurawrap was used to wrap the nerve. Integra has requested in writing additional clinical info. From the reporter. Neurawrap nw1040, lot#: 1072389 was also used. See MFR. Report#: 1121308-2009-00007.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.